Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report 1627487-2020-03485. It was reported that lead migration issue was observed resulting in the patient receiving inadequate therapy. Patient denies any falls or traumas. Both leads were explanted, and new leads were implanted. There were no complications during the procedure. Patient was stable.